Event description:
The customer reported that the system booted up but would not capture fluoroscopic x-rays. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was reloaded and the drive was reformatted. The system was tested and found to be working as intended and put back into service.